Event description:
We received a report that an intraocular lens was explanted from the patient's right eye after she experienced blurry vision (unexpected post-operative refraction). In follow up, it was learned that the patient's visual acuity was good (after the explant) and no incision enlargement was required to remove the lens.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification, which is the normal inspection magnification. The lens was returned with a cut that may be related with the explant process. The lens was observed with some particles adhered to both sides of the optic body which is compatible with handling the lens in an unsterile environment. The returned condition of the lens is consistent with a lens that has been explanted from the patient's eye. No defects related to the manufacturing process were observed in the returned sample. Due to the condition of the sample returned no further testing could be performed. The manufacturing record review (mrr) showed that the production order was manufactured according to specifications. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The mrr indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.